Manufacturer narrative:
(B)(6), nurse manager, would not provide the pt information to the medtronic navigation rep. User movement of the vertek arm caused the event. The device performed as intended.

Event description:
Medtronic rep reported that when in a cranial surgery, the probe was 4-5 cm off the skull after flashing the reference frame. The medtronic rep reported the probe displayed inside the head when it was supposed to be on the surface. The surgeon discontinued use of the stealthstation to complete the surgery. The site's scrub tech/circulator reported that she saw the vertek arm get bumped and the frame moved. The inaccuracy was attributed to the frame movement. There was no impact on the pt outcome.